Manufacturer narrative:
H3: one cadd ms3 pump was received in good physical condition. The event history log was reviewed and there was no evidence available. A functional test as well as visually inspection were conducted. The reported issue was unable to be duplicated. Dimension accuracy run and load tests with filled tubing were conducted; the device delivered properly. The device also ran the program for an extended period of time with no issues occurring. Therefore, there was no problem found with the pump. It was recommended that the software be installed as a preventive measure.

Event description:
It was reported that the smiths medical cadd ms3 pump was running too fast. The medication ran out 6 hours earlier than expected. The product problem occurred during patient use, but did not result in patient injury.

Manufacturer narrative:
Other, other text: additional information was received. The product problem occurred during patient use, but did not result in patient injury. The event date was also provided.

Event description:
It was reported that the smiths medical cadd ms3 pump was running too fast. The medication ran out 6 hours earlier than expected. No adverse effects reported.